Manufacturer narrative:
The lensar fse removed the cover to the psu and found a damaged/burned wire that provides power to the pc that is internal to the psu. The root cause for the burned wire is the sata power supply connector on the hard disk. It is most likely that a short circuit occurred directly in the connector housing. This assumption was confirmed.

Event description:
Customer reported to a lensar fse via phone on (B)(6) 2015 that the system was smoking and it set off the smoke detectors in the operating room and the facility was evacuated.

Manufacturer narrative:
The lensar fse removed the cover to the psu and found a damaged/burned wire that provides power to the pc that is internal to the psu. The root cause for the burned wire is the sata power supply connector on the hard disk. It is most likely that a short circuit occurred directly in the connector housing. This assumption was confirmed.

Event description:
Customer reported to a lensar fse via phone on (B)(6)15 that the system was smoking and it set off the smoke detectors in the or and the facility was evacuated